Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had ongoing blood glucose levels (300s mg/dl) and a correction bolus via the pump was delivered to address the bg level. The customer did not know what caused the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.